Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73k1800464 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in (B)(6) hospital of (B)(6), the lock of the clip was found broken prior to usage on the patient for appendix operation by the doctor during preparing for closure.

Event description:
It was reported that on (B)(6) 2020, in (B)(6), the lock of the clip was found broken prior to usage on the patient for appendix operation by the doctor during preparing for closure.

Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of catalog number 544253, hemolok xl clips 3/cart 42/box were received, lot number was not confirmed. During visual inspection was observed: the cartridge came unpackaged in a plastic bag, it only contained one clip. This product is 100% inspected before packing and after packing to ensure that products are not shipped with loose, extra or missing clips. However, an automatic vision system is being implemented and validated to inspect loose clips, missing clips or miss retainer in hemolok cartridges. The reported failure mode is not confirmed because no broken clips were observed and the sample received was incomplete and without the original packaging.